Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized.

Event description:
It was reported that during reprocessing of the mega suturecut needle driver instrument, it was noted that the distal wire was frayed. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was frayed at the distal idlers. The idler pulley spun freely and was not damaged. Cable segment stuck out at the wrist. Other cables at wrist were not damaged. An additional observation not reported by site was that the instrument's distal pulley exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found.